Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to skin necrosis at the implant site.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed june 24, 2015.